Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l57854, implanted: (B)(6) 1998, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (150 mcg/ml; 36 mcg/day; lot number unknown), bupivacaine intrathecal (20 mg/ml; 4.8 mg/day), and morphine intrathecal (50 mcg/ml; 12 mg/day). The patient's indication for pump use was non-malignant pain and chronic low back pain. A motor stall occurred on (B)(6) 2015, a tube set occurred on (B)(6) 2015, and the pump began alarming with the stall. The patient had gone in with the stall and a company representative had tried troubleshooting the stall but was unsuccessful. The patient experienced withdrawal and was admitted to the hospital on (B)(6) 2015. After the patient was discharged from the hospital, the patient went back to the clinic and the stall had recovered on (B)(6) 2015. A second motor stall occurred while the patient was driving on the evening of (B)(6) 2015, and the patient was in the emergency room as of the time of the received information ((B)(6) 2015). It was not known if the patient recently had an MRI (magnetic resonance imaging). On (B)(6) 2015, the patient was uncomfortable looking and diaphoretic. The pump was put on minimum rate. Information was requested regarding the change from intrathecal to oral dosing, and the representative was going to confer with the healthcare provider. Additional information regarding the drug details, troubleshooting performed, actions/interventions take to resolve the motor stalls, cause, and outcome of the event has been requested, but it was not available at the time of this report.

Event description:
Information was received from a health care professional (emergency room physician) via a company representative

Event description:
Additional information received from the consumer indicated the healthcare provider (hcp) had been waiting for a phone call from the manufacturer representative regarding replacing the pump. The hcp had been waiting for 3 weeks. It was stated a study was performed 3 weeks ago and the catheter were "all blocked and needs it changed." It was reiterated the pump "failed" in (B)(6) 2015. It was reviewed the hcp can call the national answering service to have a manufacturer representative paged immediately. The manufacturer representative was emailed and contacted the patient.